Event description:
Procedure: gastric bypass. According to the reporter: the instrument misfired resulting in an incomplete staple line. The surgeon was unable to open or close the device afterwards. The patient returned to the operating room. Current patient status was reported as fit and well. Further incident details have been requested.